Event description:
The co was informed that a pt with ID = "a" had been registered for an examination. Afterwards data from another pt with ID = "b" had been requested and reconstructed. Then the first registered pt with ID = "a" was scanned and pt's images reconstructed. Now it was noticed that both pts were labeled with ID = "b".